Event description:
On (B)(6) 2012, it was reported to lifecell by the same physician that two pts allegedly developed fungus or mold within the past few months of breast reconstruction. No pathology report or cultures were sent to lifecell. No additional info is available at this time. This report is associated with pt #1; 1000306051-2012-00076. See report 1000306051-2012-00077 for pt #2. As of (B)(6) 2012, no lot number was reported to lifecell in association with this event. No pathology report or cultures were sent to lifecell to confirm the fungal infection. Follow-up report #1 filed (B)(6) 2012 to include additional info received. The pt required removal of the tissue expander (not a lifecell product); date of removal is unk. The alloderm graft was not explanted. Pt then had permanent implant exposure and the implant was removed in (B)(6) 2012; lifecell product was left in place. Lifecell included local wound care and pt is reported as healing well. Follow-up report #1: pt#1 had breast reconstruction surgery on (B)(6) 2012 at (B)(6) hospital. Internal investigation into lot b40021 included the following: the tissue recovery partner was queried for other complaints against the donor lot and confirmed that skin was the only tissue processed. Review of donor eligibility and recovery records with no remarkable .findings. Review of the microbiological tests for both incoming skin ((B)(4)) and final product (lot b40021) confirmed no growth in culture. Review of the processing records with no remarkable findings. There were no nonconformances or deviations related to the nature of this complaint lot b40021 met qc release criteria. Review of environmental monitoring (em) records revealed that the areas relevant to the production of lot b40021 were within a state of control a week before, during, and a week after processing and that no em excursion or unexpected events were encountered in the relevant processing areas that could affect product quality. Query of the lifecell complaint system on (B)(6) 2012, revealed no other complaints reported against lot b40021. As of (B)(6) 2012, all (B)(4) grafts have been distributed, including (B)(4) grafts reported as implanted. Based on the available info and internal investigation, the reported infection is not related to the graft. The graft was left implanted, standard of care would require the graft be removed if it was contributing to the infection. Initial reporter: (B)(6).